Event description:
Event was reported to caldera medical by an atty. Legal complaint states that the patient suffered excruciating pain, lacerations/perforations of internal bodily tissue and organs, erosion/abrasion/grating of internal bodily tissue and organs, severe dyspareunia, severe dysuria, severe edema, extrusion of the subject products, internal bleeding, permanent scarring. Permanent bodily impairment and related sequelae necessitating revision/corrective surgeries and resulting in substantial interference w/enjoyment of life. No further info has been provided.